Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that following implant, the patient was hospitalized due to several alerts. The lead was found to be dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patient was stable.